Event description:
It was reported that the rep opened the wrong tibial bearing component for the all poly tibia. The (B)(4) was opened instead of the (B)(4). Patient was taken to the or for another surgery to exchange the bearing component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding an incorrect selection involving a tibial rotating component was reported. It was reported that the tibial rotating component was mistakenly opened during surgery and implanted. The error was subsequently noticed and a revision procedure was performed to replace the component with the correct one. The gmrs distal femoral surgical protocol, reference (B)(4) rev2, states the following regarding the all-polyethylene tibial component; the all-poly tibial component is available in five sizes....the component is designed to accept the long all-poly tibial rotating component only ((B)(4)). Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that the rep opened the wrong tibial bearing component for the all poly tibia. The (B)(4) was opened instead of the (B)(4). Patient was taken to the or for another surgery to exchange the bearing component.